Event description:
It was reported via repair work order that the side rail could not remain latched due to a malfunctioned spindle. Also, the brakes could not remain engaged due to a malfunctioned cam bracket assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rail could not remain latched due to a malfunctioned spindle. Also, the brakes could not remain engaged due to a malfunctioned cam bracket assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Previously, it was reported that the brakes could not be engaged. Upon completion of the manufacturer's investigation, it was determined that the steer could not be engaged as a result of the cam bracket assembly being damaged. There was no reported impact to the brakes. This is not likely to result in serious injury or death because the unit would still be mobile without steer and steer is a customer preference.